Event description:
Pt was cardioverted externally. Following the cardioversion, device interrogation resulted in an error message. Rep was unable to interrogate the device. Troubleshooting was unsuccessful. Recommend explanting and returning the device. Device was explanted the day of the event.